Event description:
The complainant reported that the patient was on impella 5.5 support and went for a head computed tomography (CT) scan as the patient was not being as responsive as the day before. The CT of the head revealed multiple embolic strokes. Heparin was held. The patient eventually expired after the family decided to withdraw care. Upon review by abiomed's medical safety officer, the use of the impella device cannot conclusively be associated with the patient¿s outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation of stroke has been completed. The impella device was not returned for evaluation. As this clinical information was not provided, the true root cause of the stroke/cerebrovascular accident could not be determined.